Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-69580.

Event description:
It was reported the insulin pump alarmed no delivery during manual prime. Customer's blood glucose was unknown. Customer's mother was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did not exit. Customer's mother was advised to do a complete set change. Customer's mother was connecting the reservoir and it exploded, insulin was leaking. Customer's mother had to go and was unable to finish troubleshooting. No further information reported.